Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer stated she has had to go to the hospital 5 times during the last 90 days. She was last in the hospital for 5 days for a total of 40 days of the past 90 days. Blood glucose value at the time of the 911 call was 915 mg/dl. Customer stated she experienced nausea and stomach pain. No troubleshoot was performed as the customer has not been wearing the insulin pump since last august. She did not want to report the other 4 events. Nothing further reported.